Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had reoccurring multiple pump error. The customers blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No unexpected external flash crc error or pump error alarms during testing however, external flash crc error and pump error alarm are found in the formatted history file due to a software error.